Event description:
Reporter alleged relative's blood glucose monitoring device had generated a high reading, value not provided, where he passed out, broke his hip, and died about a month later in the hospital. Reporter stated relative was using his device in a country outside the united states at the time of the alleged incident and may have over medicated himself. Reporter indicated not alleging the device caused the relative's death and stated that it was likely he was using expired test strips and unlikely he ever ran control tests on the meter. Reporter stated relative may have been treated with "sugar water" however did not indicate how it was administered or whether it was given to him in the ambulance or while in the hospital. Reporter stated relative had to have surgery to repair a broken hip and was hospitalized for about a month where the doctor reportedly said relative had died of a heart attack. A request was made for the return of the suspect device; however the reporter indicated she did not have alleged device however would try to obtain it.